Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head's "focusing system was not working properly." It was unknown when the issue occurred. There were no reports of patient harm.

Event description:
It was reported the camera head's "focusing system was not working properly." It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: b3, d9, g3, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the able unit was deformed (cracked). Based on the results of the investigation, the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.